Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, that a balloon rupture occurred. The 90% stenotic lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. The physician advanced the 2.5x15mm maverick2 balloon to the lesion and encountered difficulty crossing. After crossing the lesion, the balloon was inflated to 6atms on the first inflation and ruptured. The procedure was completed with another 2.5x15mm maverick2 balloon and the deployment of a promus stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)